Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse checked the belts and adjusted the x-axis cup transfer. On the (B)(6) 2015 it was discovered that the bf table is binding causing it to lose alignment over time. The fse replaced the b/f table assembly and performed alignments. A control run was performed and all results were within specification. Fse performed a 2 hour run on the instrument and no cups were dropped. The most probable cause for this event is due to b/f table binding. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On the (B)(6) 201 a customer reported x-axis and z-axis error with their aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, e2, prl, lh ii, prog and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.